Event description:
On (B)(6) 2011, the reporter contacted animas on behalf of her husband (the patient) alleging that the pump would not power on. The reporter did not allege any harm or injury because of the reported issue. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump had a power issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Reporter name = unk.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the black box showed that rebooting had occurred. There were no alarms related to the complaint observed in the pump history. No damage was found to the battery compartment or cap. The battery cap attached securely to the pump and the pump powered on normally. The pump was exercised for 24 hours without power issues or alarms. The battery cap was tested and no connection defects were found. The pump was opened and no power circuit damage was found. Unrelated to the complaint, the bolus button cover had a hole in it and the keypad was found to be torn at the up arrow button; all buttons were found to be responding appropriately.